Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) during conversion testing the patient developed atrial fibrillation (af). An external shock was given and the patient reverted to normal sinus rhythm. Following implant it was noted the patient had developed a hematoma which resolved spontaneously without injury to the patient. No adverse patient effects were reported. This system remains in service.